Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient retained it. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient has had several dislocations of the left hip. Patient had revision surgery.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving an omnifit series ii liner was reported. The event was not confirmed. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported dislocation determined due to the minimal information received.

Event description:
It was reported that the patient has had several dislocations of the left hip. Patient had revision surgery.